Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system with a steel 6 mm contact detach infusion set, with blood glucose reaching 385 mg/dl for approximately three hours despite recent meal announcement and a new set earlier in the day; troubleshooting and education were completed, including changing the infusion set and site, reusing the same cartridge, rewinding, reconnecting new tubing and connector, filling tubing, applying the new set, and filling the cannula, after which insulin delivery was confirmed. Symptoms included high blood glucose without reported dizziness, loss of consciousness, diabetic ketoacidosis, or need for medical intervention. Outcomes included no hospitalization, no professional medical treatment, no back-up therapy, and no assistance required. Investigation included guided device troubleshooting focused on infusion set replacement and pump setup verification. Investigation of this case revealed no device malfunction was identified and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.